Manufacturer narrative:
Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) 350mcg/day 2000mcg/m via an implantable pump. It was reported that the patient had increased spasticity and agitation symptoms. The cause of the event was unknown. The catheter access procedure attempted but unsuccessful. The catheter was frayed. The pump site was opened and 8709 was disconnected from pump. Ther was no cerebrospinal fluid (csf) visible. The back entry site opened, and clear fluid was observed. A new 8780 catheter was placed. Old 8709 was tied off. The portion of the catheter was discarded. The issue was resolved. The physician has no further information for medtronic. The patient alive an no injury.